Event description:
Healthcare professional reported via National Breast Implant Registry (NBIR) "Suspected/Actual Rupture/Deflation". This record is for the left side. The device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.Reason for reoperation: Rupture.